Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an MRI and told the MRI technician that they felt a vibration in their back during the scan. The caller asked what would happen if the ins had not been off during the scan and it was reviewed. The caller added the guidelines had been followed for the scan. It was reviewed that labeling stated that tugging or vibration can occur during an MRI scan. It was reviewed that if the patient thought something was not right, they should follow up with their healthcare provider. The MRI tech further reported that the patient told them that they didn't think the device was working, then added they thought it worked on and off. The patient further reported that this was their third device and they were not happy with it. No further complications were reported or anticipated. [Omitted information from pe (B)(4) - other patients' devices not working/replaced].